Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.

Event description:
While performing an intramedullary nailing of the femur, insertion of the proximal portion of the 10mm ti cannulated lateral entry femoral nail, fractured the bone resulting in an iatrogenic subtrochanteric fracture. The surgeon continued insertion, locked the nail and completed the procedure. X-rays taken the same day as the procedure, verified the fracture. X-rays taken for a post operative follow up visit revealed the fracture healed.